Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the al326 from the fdc04 laparoscopic cholecystectomy kit had no clips in the applier. There was no consequence to the pt.